Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected, resulting in a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting since the issue was persistent, and tandem technical support approved a pump replacement. Reportedly, the customer continued using pump for insulin therapy.